Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date:unknown. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a needle clog occurred before use with a unspecified bd pen needle. The following information was provided by the initial reporter, "during air purge, drug didn't come out and the needle npe was bent."